Event description:
This case was initially received via regulatory authority (reference number: mw5077892) on 15-jun-2018. The most recent information was received on 09-nov-2018. This prospective pregnancy case was reported by an other health professional and describes the occurrence of device dislocation ("coils not located") and pregnancy with contraceptive device ("pregnancy under essure") in a (B)(6) female patient who had essure (batch no. E24126) inserted. Other product or product use issues identified: device ineffective "failed contraception / left tube partially occluded" on (B)(6) 2018. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first and second trimesters of pregnancy. Essure treatment was not changed. At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. The reporter provided no causality assessment for device dislocation and pregnancy with contraceptive device with essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: r tube occluded; l partially occluded;coils absent quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of product technical complaint. Incident. At the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.